Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper broke during first use. The separated piece could not be retrieved.

Manufacturer narrative:
Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused files are available for evaluation. Nothing unusual to report was found during DHR (B)(4) review. Root causes are not identified. We will track this kind of event and monitor the trend.